Manufacturer narrative:
Bonnevialle, et al.,2012. "Aseptic glenoid loosening or failure in total shoulder arthroplasty: revision with glenoid reimplantation", j shoulder elbow surgery, 22:745-751. This is the final report submitted regarding this surgical event and medical device.

Event description:
An arthroscopic debridement was realized on a patient for loose bodies of cement with glenoid component still in place.